Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported that the ventilator could not be powered on and continuously alarmed; the ventilator was only successfully powered on when the internal battery was removed. There was no patient involvement.

Manufacturer narrative:
The service technician confirmed the reported issue that the device fails to start up and continues sounding an alarm (backup alarm), reviewed the event log, and found that there were occurrences of blower stall errors; these malfunctions were determined to be caused by the power management printed circuit board assembly (pm pcba). During their evaluation of the device, they additionally found the power light emitting diode (led) was not illuminating. The service technician replaced the pm pcba to resolve the reported issues of the device will not start up and blower stall. The power switch overlay was not replaced per the customer's request. The device was tested per the service manual and returned to service. Based on the information provided, there was no patient involvement or any delay in treatment. No product is being returned for investigation, diagnostic codes/error codes were reviewed, and the customer alleged malfunction was confirmed. A device/service history was performed, and the unit worked according to specifications prior to being released. Even though the root cause cannot be confirmed, similar investigations have shown the power management printed circuit board assemblies to be a contributing factor.

Manufacturer narrative:
G4: 04jun2020. B4: 05jun2020. No product was returned for evaluation so no root cause could be determined. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.